Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Analysis synthesis: upon reception, the returned home monitor was tested and the reported behavior was confirmed, as the status light remained orange and no communication was possible. The observed issue could have resulted from a corruption of the flash memory or a corrupted operating system, which prevented the home monitor from booting properly. However, the root cause of this issue could not be fully identified, as the subject home monitor is permanently damaged. This case is recorded for trending purposes.

Event description:
Reportedly, the transmitter remains with the orange diode. It does not react to the reset and it is impossible to switch to the green diode.